Event description:
The user facility reported that during a case the ceramic portion of a vapr se electrode broke off into the patient. The broken fragment was retrieved and the case was concluded without further incident.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any others factors that would result in such in failure other than those mentioned in the instructions for use. All the pieces were retrieved from the patient and there were no patient consequences. However, if this was to recur and the broken fragment not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentially and MDR is being filed to document this event. When and of the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. It the analysis identifies any definitive root cause an additional follow-up report will be filed.